Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. There were no additional adverse patient effects. The system remains implanted.